Event description:
Following a diagnostic procedure, an angio-seal device was inserted on 8/2/99, without reported difficulty. On 8/12/1999, the pt returned, at which time, the distal pulses were absent and ischemia of the right leg were noted. The physician attempted a plasma thromboplastin antecedent (pta), but was unable to cross the total right femoral artery stenosis. Consequently, surgery was required. It was reported that the pt was in satisfactory condition.